Event description:
It was reported that the lead was capped due to acute increase in impedance and capture threshold.

Manufacturer narrative:
Analysis was normal. No anomaly found for returned portions. Without return of entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.